Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and the over torque of the inner coil.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure the right-ventricular (rv) lead had dislodged, and the helix failed to extend. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on 20 jun 2025. The patient was discharged.